Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection was performed to sample cassette and noticed 2 holes at the cassette film. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications. The product involved met specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was reported that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.